Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead was attempted to be implanted but not used. The lead was tested after placement and had oversensing with noise when connected to the rv coil with testing cables. The lead was suspect of a fracture on the rv coil. The lead was removed and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the outer insulation of the lead was extrinsically breached due to a cut. There was blood on the distal conductor of the lead and it was not obstructed. The overlay tubing of the lead was extrinsically breached due to a cut. Visual analysis of the lead indicated damage at implant. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead was attempted to be implanted but not used. The lead was tested after placement and had oversensing with noise when connected to the rv coil with testing cables. The lead was suspect of a fracture on the rv coil. The lead was removed and a new lead was implanted. No patient complications have been reported as a result of this event.